Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Receiver functional test was performed and passed however, usb test failed but is not related to the complaint. Perform internal visual inspection and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.